Manufacturer narrative:
The device was received for evaluation. During functional testing, the system error 21503 occlusion sensor rail failure was reproduced at power up of the device. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause was determined to be the plunger driver is the failed component. The plunger driver requires replacement to address this issue. During evaluation the evaluator experienced number keys 4, 5, 6, 7, 8 and 9 to beep twice when touched and the buttons were not performing as designed. The cause was determined to be a failed keypad. The front panel requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump alarmed system error 21503 - occlusion sensor rail failure during an unspecified process step in the anesthesia department. There was no patient involvement. No additional information is available.